Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02427. The pt received her scs system, including two percutaneous leads, on (B)(6) 2011. It was reported, the pt cannot increase the amplitude of her stimulation. Diagnostic testing of the leads found that seven of the eight contacts on one of the pt's leads were invalid. As the lot number for the lead was not provided, a report has been submitted for both leads. The pt is working closely with the physician to determine the next course of action. No pt complications were reported as a result of this event.